Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received nine inappropriate treatments.   The device was started up at 07:35:21 on (B)(6) 2022. At 19:08:09 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm bpm with motion artifact and low amplitude cardiac signal. At 19:09:07, the patient received the first inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:10:35, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:11:34, the patient received the third inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:13:42, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. At 19:14:48, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:15:15, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:15:43, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:16:12, the patient received the seventh inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:16:47, the patient received the eighth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. At 19:18:00, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. At 19:19:08, the patient received the ninth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact, low amplitude cardiac signal and electrode lead falloff. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. The device was shut down at 00:53:49 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.